Event description:
It was reported to boston scientific corporation that a resolution clip device was used to stop a bleed in the stomach on (B)(6) 2013. According to the complainant, during the procedure, the clip was unable to be opened. The device was removed from the patient and the procedure was completed with another resolution clip. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. Note: investigation results revealed the clip was mashed onto the bushing.

Manufacturer narrative:
(B)(6). (B)(4) for the investigation finding of bushing bent due to clip mashed onto the bushing. A visual examination of the returned device noted that the clip assembly was mashed onto the bushing and the clip assembly could not be deployed. The prongs could not be opened or closed but were not locked into the capsule. There was a kink in the control wire. The oversheath assembly was not returned. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.